Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, visibility/palpability, pain, other-medical.

Event description:
Healthcare professional reported "exchange from textured to smooth device due to the patient's concern with the product", "rippling", "pain", and "pulling". This record is for right side. The device remains implanted. The devices will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange from textured to smooth", "rippling", "pain" and "pulling". This record is for right side. The device was explanted. Patient received mastopexy and capsulectomy treatment.